Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. Root cause was unable to be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges the manifold malfunctioned and created an air embolism in the patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be established. No lot number was provided; thus a search of the complaint database could not be performed and the device history record could not be reviewed.